Manufacturer narrative:
An event regarding a stem fracture involving a femoral stem extender was reported. The event was confirmed. Method & results: device evaluation and results: the mar concluded: post fracture damages were observed on the surface of the duracon stem. The duracon stem component fractured in fatigue through the base of the threaded end. A portion of the fracture was obscured by post-fracture abrasion. The eds spectrum was consistent with the (B)(4) material. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: root cause of failure in this pi case is an adverse mix of patient-related factors regarding extremely excessive weight with procedure-related factors regarding presence of a bone defect condition behind the mrh femoral device post index surgery including the use of bone cement to fill the present bone gaps with all the adverse biomechanical effects associated with such arthroplasty revision surgery where the surgeon is responsible for optimal use of bone cement and bone reconstruction during such surgery. This pi case is not device-related. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: as per the medical review, the results of the investigation indicates that the fracture of the femoral stem has its root cause in a mix of patient-related factors regarding extremely excessive weight with procedure-related factors regarding presence of a bone defect condition present in the anterior/distal femur including the use of bone cement to fill the present bone gaps with all the adverse biomechanical effects associated with such arthroplasty revision surgery where the surgeon is responsible for optimal use of bone cement and bone reconstruction during such surgery. This pi case is not device-related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The sales rep, (B)(6), has reported on behalf of the customer, mr (B)(6), that an mrh femoral component had to be revised due to the alleged fracture of the femoral component and loosening of component. The sales rep reported that the primary operation took place on (B)(6) 2014. The sales rep reported on behalf of the customer that the patient, a male, (B)(6), presented with reported pain and alleged instability.